Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor would not power on) was confirmed. As received, the monitor would not power on. Upon investigation, there was contamination found on multiple components on the computer/analog board. The cause for the reported problem was contamination. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.